Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiomyopathy. Whether the outcome was device or therapy related was not provided. It was unknown if the device was explanted and will be returned for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, infection, and death as adverse events which may be associated with the use of heartmate ii lvas. The heartmate ii lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient also had septic shock due to pseudomonas bacteremia and right ventricle failure prior to death.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's death was not thought to be device related. The patient had cardiomyopathy prior to implant. The device operated as expected. The patient had not been experiencing right heart failure prior to implant. A device related issue was not thought to have caused or contributed to the right heart failure the patient was experiencing.